Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7072591, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patients stimulation was not in the correct area as a result of lead migration. The patient underwent a revision procedure wherein the leads were replaced and the patient was reportedly doing well postoperatively.